Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned inr results for 48 patient samples tested between 04-sep-2018 and 03-oct-2018 on an unspecified coaguchek xs pro meter compared to an unspecified laboratory method. Based on the data provided, the results for 5 patient samples were discrepant. Patient 1 result from the meter was 5.5 inr. The result from the laboratory was 4.1 inr. On (B)(6) 2018 patient 2 result from the meter was 6.6 inr. The result from the laboratory was 5 inr. On (B)(6) 2018 patient 3 result from the meter was 6.6 inr. The result from the laboratory was 4.7 inr. On (B)(6) 2018 patient 4 result from the meter was 7.1 inr. The result from the laboratory was 4.9 inr. On (B)(6) 2018 patient 5 result from the meter was 5 inr. The result from the laboratory was 3.5 inr. There was no allegation that an adverse event occurred.